Event description:
The customer stated that the insulin pump alarmed motor error during a manual prime attempt. Troubleshooting was performed and the insulin pump passed the displacement and self tests. The reported blood glucose reading at the time of the call was 330 mg/dl. Advised the customer to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display after the countdown. The problem was isolated to the mother board. Unable to verify the motor error alarm due to the blank display.